Manufacturer narrative:
Approximate age of device, 3 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the account confirmed a reduction of the outflow graft diameter underneath the bend relief, outflow graft obstruction. The patient was asymptomatic and there were no sudden changes in pump parameters. The account noted a slight reduction in pump flow, the patient subsequently received a stent on (B)(6) 2019 and was stable after intervention. It was also noted that the pump flow returned within normal range. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of an outflow graft deformation was confirmed based on the submitted CT images. The center reported that the patient¿s outflow graft was found to have a reduced diameter in the area under the bend relief. The patient did not show any symptoms and there was no sudden change in pump parameters but the vad coordinator noticed a slight reduction in flow. The center provided CT images for review, which showed the outflow graft bend relief kinked distal of the hardware. The graft appeared to have a twisted shape with a longitudinal kink progressing along the portion under the bend relief. The center reported that a stent was inserted and flows returned to normal. Multiple sets of log files were submitted for review, which appeared to have been retrieved before and after placement of the stent. However, the captured flow values, which were in the 4.0-5.0 lpm range, were comparable during each timeframe. The patient remains ongoing on vad support and no further issues have been reported. The accumulation of twist within the graft is related to rotation of the metallic outflow graft connector within the attached outflow graft bend relief connector. A corrective action has been implemented to address hm3 outflow graft twist. (B)(6) was implanted prior to the implementation of this corrective action. No further information was provided. The manufacturer is closing the file on this event.